Event description:
A customer reported that basic saline solution was leaking during a procedure. There was no pt harm associated with the event. The procedure was completed with the same equipment and accessory. A company rep who later evaluated the equipment informed that the reason for the leak was due to the reuse of the cassette. A product sample was requested for eval.

Manufacturer narrative:
\ Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).